Event description:
It was reported that the patent presented for implant procedure. During the procedure, the right ventricular lead exhibited no r waves and the threshold couldn't be checked due to continuous noise. Different positions were tested but the issue persisted. The physician alleged a malfunction on the lead and the lead was not used. A new lead was implanted. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.